Event description:
Patient was revised to address a femoral peri-prosthetic fracture. Poly wear was discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 20 years ago. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the performance investigation, a need for corrective action was not identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.